Manufacturer narrative:
Evaluation summary: one sample returned for evaluation contained in a plastic bag. Visual examination shows no sign of the reported condition. The returned unit inflated without any issue. The returned unit was leak tested under water and no leakage was detected. The returned unit remained inflated for a four hour period and no leakage was detected. The reported condition could not be detected on the unit returned for evaluation. The most probable root cause is an inflation device remained in the inflation valve, allowing the air to escape. All of the products undergo a four hour inflate / deflate test which would detect such a reported issue. Please refer to the ¿instructions for use¿ under the section ¿warnings / precaution (cuff-related):¿ where it states ¿syringes, three-way stopcocks or other luer tip devices should not be left inserted in the inflation valves for extended periods of time¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had breakage and air leakage when package was unpacked. There was no patient involvement.